Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient saw out of regulation (oor) on their patient programmer (pp) two days ago, thus the healthcare provider (hcp) got the patient to come into the office to check impedances. The patient was programmed c, 1-, 2-. The hcp does not recall seeing oor on the tablet today during interrogation. Potential for short was discussed, even thoughit's not apparent at this point, however 1<(>&<)>2 and 2<(>&<)>3 are at 693 ohms for both bipoles. The hcp said they might try c and 2 for programming. They switched the patient to 2+0- today before they ran the therapy impedance. They are not getting therapy impedance values, but rather, where impedance and current values should be. Electrode impedances showed: 3 572 ohms 2 835 1 572 0 1501 03 1411 02 1821 01 1408 13 low 12 693 2<(>&<)>3 693 ohms they exited the session, re-interrogated, and ran therapy impedance again. This time, they got values. The impedance is still similar. Potential issue with impedance since bipole of 1<(>&<)>2 and 2<(>&<)>3 are exactly the same. No patient symptoms were reported.